Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: "needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: "needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: customer returned (4) 32gx4mm bd pen needles from lot#: 1314126 (2 open and 2 unopened). The customer reported a needle clog during priming. The samples were examined, and it was observed that the 2 open pen needles featured a bent non-patient end (npe) cannula. The 2 unopened pen needles were tested for flow using a test pen injector, and both were able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples with the damaged cannulas were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: "needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.